Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted at a surgical intervention due to a dislodgement. The dislodgement was discovered at an x- ray that was completed a few hours after the initial implant case. A new ra lead was implanted at the same surgical intervention were the initial ra lead was implanted. The lead is not expected to be returned. No additional adverse patient effects were reported.